Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no air or water flow due to a clogged nozzle and air and water channel. These findings were due to incorrect or insufficient reprocessing of the scope. Upon further inspection, it was observed that there was low angulation. It was also observed that the glue of the bending section cover was worn. Lastly, it was observed that the following unit components had unspecified damage: the universal cord, the objective lens, the light guide lens, and the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope ¿air or water flow is weak or ineffective¿. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer (reprocessing methods). Correction to d9 and h4, information was inadvertently not included on the initial medwatch. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility: ¿prior to any maintenance, the endoscope is cleaned and disinfected according to the recommendations in force, unless this treatment is made impossible by his condition (for example a leak noted at the time of the tightness test) requiring the endoscope to be reported as soiled and potentially contaminant¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Olympus will continue to monitor field performance for this device.